Manufacturer narrative:
(B)(4). This lot was manufactured from february 4, 2015 to february 5, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there were white particles floating in the reservoir. The reported condition was verified. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white fibers/particles inside the large volume infusor. There was no patient involvement. No additional information is available.